Manufacturer narrative:
Findings: the customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer was treated for high blood glucose with pump. The customer was advised the 2 high blood glucose rule. The customer stated that the drive support cap is flush. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 316 mg/dl. The customer was advised to treat as per health care provider. The customer stated the drive support cap is flush. The customer does not recall pressing the cap while connected. The customer was advised that the pump need to be replaced. The customer was advised to follow their medically prescribed back up plan.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer was treated for high blood glucose with pump. The customer was advised the 2 high blood glucose rule. The customer stated that the drive support cap is flush. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 316 mg/dl. The customer was advised to treat as per health care provider. The customer stated the drive support cap is flush. The customer does not recall pressing the cap while connected. The customer was advised that the pump need to be replaced. The customer was advised to follow their medically prescribed back up plan.

Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarm during testing. The drive support disk was inspected and no anomaly was noted. However, the insulin pump was received with minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.